Event description:
This spontaneous case describes the occurrence of medical device removal ("medical device removal") in a 42 year-old female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In 2012, the patient had essure inserted. On unknown date she experienced nasopharyngitis ("cold & nasopharyngitis"), cough ("cough"), myalgia ("muscle pain") and tendonitis ("tendinitis") and underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (to remove essure). At the time of the report, the nasopharyngitis, cough, myalgia and tendonitis had not resolved. The outcome of medical device removal was unknown. The reporter considered cough, medical device removal, myalgia, nasopharyngitis and tendonitis to be related to essure administration. Further company follow-up with the reporter is not possible. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This 42-year-old female patient was identified during an active online listening program. The patient had essure inserted. The case describes the occurrence of medical device removal ("medical device removal"). Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In 2012, the patient had essure inserted. On unknown date she experienced nasopharyngitis ("cold & nasopharyngitis"), cough ("cough"), myalgia ("muscle pain") and tendonitis ("tendinitis") and underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (to remove essure). At the time of the report, the nasopharyngitis, cough, myalgia and tendonitis had not resolved. The outcome of medical device removal was unknown. The reporter considered cough, medical device removal, myalgia, nasopharyngitis and tendonitis to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The following amendment was made: as per internal correspondence the case report type changed to study from spontaneous. According to that suspect drug coding, reporter causality changed, study references added. No new follow-up information was received from the reporter. Further company follow-up with the reporter is not possible. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4) medical device removal [medical device removal], cold & nasopharyngitis [cold] , cough [cough] , muscle pain [muscle pain] , tendinitis [tendinitis] , fibromuscular pain [fibromyalgia] , loose teeth [loose tooth] , hair loss [hair loss] , chronic bronchitis [chronic bronchitis] . Case narrative: this 42-year-old female patient was identified during an active online listening program. Additional information was received through social media. The patient had essure inserted for female sterilisation. The case describes the occurrence of medical device removal ("medical device removal"). Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In 2012, the patient had essure inserted. In 2017 she underwent medical device removal (seriousness criterion intervention required). Essure was removed on an unknown date in the same year. On unknown date she experienced nasopharyngitis ("cold & nasopharyngitis"), cough ("cough"), myalgia ("muscle pain"), tendonitis ("tendinitis"), fibromyalgia ("fibromuscular pain"), loose tooth ("loose teeth"), alopecia ("hair loss") and bronchitis chronic ("chronic bronchitis"). The patient was treated with surgery (to remove essure). At the time of the report, the nasopharyngitis, cough, myalgia and tendonitis had not resolved. The outcomes for medical device removal, fibromyalgia, loose tooth, alopecia and bronchitis chronic were unknown. The reporter considered alopecia, bronchitis chronic, cough, fibromyalgia, loose tooth, medical device removal, myalgia, nasopharyngitis and tendonitis to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 27-jun-2025: upon internal review, it was identified that case (B)(4) (bcz-2024-fr-002445) and case (B)(4) (bcz-2024-fr-000126) are duplicates of each other. Hence all information from the nullified case (B)(4) has been transferred to this case. Reporter information, lawyer reporter, product stop date, events: fibromuscular pain, loose teeth, hair loss and chronic bronchitis added. E2b company number added. Further company follow-up with the reporter or the reporter is not possible. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case describes the occurrence of medical device removal ("medical device removal") in a 42 year-old female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In 2012, the patient had essure inserted. On unknown date she experienced nasopharyngitis ("cold & nasopharyngitis"), cough ("cough"), myalgia ("muscle pain") and tendonitis ("tendinitis") and underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (to remove essure). At the time of the report, the nasopharyngitis, cough, myalgia and tendonitis had not resolved. The outcome of medical device removal was unknown. The reporter considered cough, medical device removal, myalgia, nasopharyngitis and tendonitis to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 22-feb-2024: quality safety evaluation of ptc. Further company follow-up with the reporter is not possible. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.